Event description:
Additional information was received: there was no patient injury and no medical intervention.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had "bad tidal". Patient involvement unknown.

Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One was received with relief alarm pressure and o2 concentration control knobs missing end caps, the front panel was bent above the pressure manometer. The housing contained minor nicks and scratches. Per testing, the tidal volume knob was rubbing on the front panel as it was bent; however, tidal volume measurements were all in specification with air mix and no air mix. Scheduled preventative maintenance (pm) confirmed. The root cause was user interface due to physical impact that bent front panel causing tidal volume control knob to malfunction and scheduled pm due. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced o-rings, sintered filter, MRI battery, damaged front panel to resolve customer reported issue. Replaced 4 small knobs and end caps. Performed pm, recalibrated and cleaned unit. The device passed all functional and delivery tests.